Event description:
During programming data review, it was observed that the patient had high impedance on the date of generator implant. System diagnostics did not confirm high impedance was resolved in the or. The impedance was observed to be okay in subsequent system diagnostics. It was noted that no troubleshooting was performed as well. No known surgery has occurred to date. No additional relevant information has been received.